Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report that an error alarm occurred and the infusion stopped was confirmed. The pcu event log shows that the infusion stopped due to a motor stall error (error code 242.4030.0). Testing was unable to be performed to measure the motor_drive signal on the lvp motor controller board because the device would alarm for error code 242.4030. The device exhibited a higher than expected mechanical drag in the pumping mechanism. However, internal inspection was performed and could not confirm any issues that could have contributed to the motor stall event. The cause of the error code was not determined; however, based on the age of the device (>12 years old), wear may be a factor.

Event description:
The customer reported that during the middle of a remicade titration, an error alarm occurred on pump module b and the infusion stopped. No patient harm was reported.